Event description:
In 2008, the pt reported that she had been experiencing occlusion (e4) errors and her blood glucose was as elevated as 518 mg/dl. She stated that she changed her infusion set, insulin cartridge, and adapter. She stated that to troubleshoot, she attempted to perform a prime through the infusion tubing and she received an occlusion error. She then removed the infusion tubing and she was able to perform through the adapter without error. She stated that she also saw air bubbles in the infusion tubing. She was not at home and did not have replacement infusion tubing to attach to the infusion device. She stated that she was also concerned that her insulin may be bad because it is not kept at the proper temperature. She stated that it did not appear cloudy or milky. She stated that she may bolus insulin via injection to lower her blood glucose. Upon follow up in 2008, the pt stated that she changed the infusion tubing and received no further occlusions and her blood glucose returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Replacement product was sent to the pt. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.